Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call that she experienced blood glucose and went to the hospital. The customer stated that the sensor was reading 81 mg/dl and did not alert her she was going low. She felt dizzy and fell to the ground. Someone gave her soda and blood glucose was 60 mg/dl. Blood glucose value at the time of admission was 75 mg/dl. The customer also mentioned that she inserted a sensor and had blood gushed out. Customer declined troubleshooting.